Event description:
The customer reported that the device is not operable when the battery is disconnected. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The cusotmer reported that the device is not operable when the battery is disconnected. Patient/user involvement: there is no reported patient involvement.